Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant products: 419588 implantable pacing lead, implanted: (B)(6) 2013. A 5076-58 implantable pacing lead, implanted: (B)(6) 2007. A 5076-45 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately four months after ipg and left ventricular lead implant. The cause of death has been requested and will not be received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.